Event description:
It was reported that during a laparoscopic bilo-pancreatic diversion with duodenal switch procedure the device started working inefficiently. At some point in the procedure, a part of the blade tip broke off the device. The site is practically certain the blade broke outside of the pt. The pt was closed with no apparent complication.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.